Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not suspending insulin. Contact did not provide further information and as contact did not have pump at time of report, tandem technical support was unable to perform a pump system check. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.